Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 0037598. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the bd precisionglide¿ needle 30g x 1/2 experienced a needle that penetrated through the shield prior to use. The following information was provided by the initial reporter: material no. 305106; batch no. 0037598. Needle tip bent outside casing, exposed tip.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd precisionglide¿ needle 30g x 1/2 experienced a needle that penetrated through the shield prior to use. The following information was provided by the initial reporter: material no. 305106 batch no. 0037598, needle tip bent outside casing, exposed tip.